Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient's husband reported that 3 weeks ago, the patient's blood glucose elevated to 500 mg/dl. She bolused 12 units of insulin and she found her clothes became wet with insulin and the cannula was leaking. She does not know if the headset self adhesive was wet prior to the bolus. She changed the headset to resolve the issue. On (B)(6) 2011, her blood glucose elevated to 390 mg/dl and she bolused and her clothes became wet with insulin. Both infusion sets were from the same lot. He stated that the cannula seems to be harder than previously used infusion sets. The patient did not require treatment from a health care professional or second party to address the issue. The infusion sets were replaced and requested to be returned for evaluation.